Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation and kink were confirmed. The reported difficulty removing the device from the hoop/coil could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional information: the shaft separation occurred after the device was prepped. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that a 2.5x12mm traveler rx balloon dilatation catheter (bdc) was removed from the dispenser coil; however, some resistance was felt during removal. Additionally, it was noted that the shaft was kinked and separated. The bdc was not used and there was no patient involvement. The procedure was successfully completed with a new 2.5x12mm traveler bdc. There was no clinically significant delay in the procedure. No additional information was provided.